Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was not detecting the cartridge and suspended insulin therapy. Customer changed out the cartridge to address issue. There was no reported adverse impact to the customer's blood glucose level.